Manufacturer narrative:
This report is submitted on april 17, 2024.

Event description:
Per the clinic, the patient underwent a soft tissue reduction surgery on (B)(6) 2023 due to poor magnet retention. The implanted device remains.